Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and found loose particulate matter inside of the fluid path (excess sheeting inside of the cassette). Leak testing, clear passage test, clamp function test, and device-device interaction testing (sample ran on machine) were performed. The excess sheeting was removed from inside of the cassette and the sample ran on the amia machine with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the cassette, a defect in the sheeting at solution line valve bp1 was observed. There was no patient involvement. No additional information is available.